Event description:
It was reported via phone call that the customer received no delivery and then motor error alarms on the insulin pump. The customer's blood glucose level was over 600 mg/dl. The customer had not yet corrected for high blood glucose. The motor error occurred during basal rate insulin delivery. During troubleshooting, it was stated the insulin pump had not been exposed to a strong magnetic field. The customer was not using the sensor feature. The customer was able to complete the rewind sequence. It was advised to discontinue use and revert to a back-up plan. Customer was also advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.